Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed onto a golden system and functioned as expected. During visual inspection, scratches were found on the metal on top cover and the left side cover. The iesu will be returned to the original equipment manufacturer. .

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the erbe was not turning on. Technical support engineer (tse) was not able to view live system logs during the call. Technical support engineer (tse) confirmed the customer was pressing the erbe power button to power on the erbe separate from the system and requested to confirm the erbe power cable was fully seated in the back of the erbe and a working or outlet. Site informed the erbe power cable is plugged into the vision tower power strip and they are not able to relocate it to a dedicated circuit because it is zip tied. The surgeon elected to convert the procedure to laparoscopic surgery.

Manufacturer narrative:
The probable root cause in this case is attributed to the erbe generator and this issue was resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.